Event description:
The customer called technical support (ts) and reported that the clamp on the roll stand let go of the humidifier and allowed it to tug on the circuit of the ventilator and the tracheotomy of the patient. The customer is asking about the warranty of the roll stand and to be transferred to repair. The device was in use on a patient at the time the reported issue was discovered. However; there was no harm to the patient or user. No medical intervention was provided to the patient, nor was a delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/28/2022, 08/29/2022 and 09/19/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.